Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned the product on (B)(4) 2013, but an evaluation will not be performed because the product problem is already known.

Event description:
The consumer stated that two of her tampons came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces.